Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. Patient reported that his neurostimulator (ins) was implanted too high, just inferior to his lead site, to the right of his spine and over his rib cage. After consulting with the hcp, the hcp agreed it was too high and agreed to move it but only after the patient confirmed pain relief from the scs system. Patient has not consistently ran his system since his implant by dr. (B)(6) on (B)(6) 2019 and lead revision by dr. (B)(6) on (B)(6). Therefore he could not confirm that his system provided him with pain relief. The manufacturer's representative (rep) turned patient's scs system on and activated his adaptive stim. Rep to follow-up with the patient in a week to evaluate therapy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient was seen on (B)(6) 2019. It was reported the cause was not determined. Per the patient's request on (B)(6), he has been referred to a surgeon. Consultation and explant date to be determined.